Manufacturer narrative:
(B)(4). D4: (B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Radiographs identified left total hip arthroplasty with undersized femoral head, and subluxation from the acetabular cup without frank dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875801228, constrained liner, 63828302; item# unknown, unknown shell, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, it was kept by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03156 shell. 0001822565-2019-03154 liner.

Event description:
It was reported that the patient had revision due to dislocation and disassociation with the liner. Previous trauma has reduced viable soft tissue and lead to multiple revision surgeries. Attempts were made to obtain additional information; however, none was available.